Manufacturer narrative:
Upon further review, previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis confirmed that the reported reset flag was set. Analysis demonstrated that the hybrid was fully functional with nominal current drain. Visual and x-ray inspections revealed no anomalies. With no failure mode present, the cause of the reported failure was not determined. No hybrid anomalies were found.

Event description:
There was no alleged product issue. Patient experienced an erosion at the device pocket; the pump had began to erode through skin of the pocket on the patient's right abdomen. The onset of the signs/symptoms was unknown. The physician stated that there was no suspicion of an infection. The pump was explanted along with 31cm of the proximal portion of the catheter. A new pump was implanted on the patient¿s left abdomen, the remaining catheter was aspirated of drug and 66cm of the 8596sc was then tunneled and connected to the remaining portion of the existing catheter. Cerebrospinal fluid (csf) backflow was observed from the proximal end of the 8596sc catheter and the physician attached it to the new pump. The patient was reported to be alive and receiving effective therapy. The device system was used to deliver compounded baclofen, bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number ngv457363h found hybrid watchdog reset of an unknown cause. A single motor stall and motor stall recovery was in the pump logs. A reset to safe state with complex prescription active and watchdog not properly serviced, was also found in the pump memory logs. The pump was dispense tested and passed for accuracy. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.